Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labelling and instructions for use were reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter zip: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that user "feels like it backs up" at night, which we interpreted to mean all the urine not being removed as quickly out of the catheter. Customer's daughter answered, reports that this is her phone number and she ordered the system but she does not live with her dad. She states she comes to his home in the evenings, after work. She states she is a nurse and is familiar with the pw system for females, but not males. She states that customer has told her that sometimes at night "it feels like it backs up." She is not completely certain what he means but we interpreted that to be all the urine is not being removed from the catheter. She reports he does wear pj pants but she places the catheter outside of the pants. We discussed the air vents, ensuring that they are not blocked, ensuring that the catheter is lying flat, and that the wicking material remains in contact with the drainage port to prevent the silicone material from being" no additional information provided. No troubleshooting was provided (prepping and placement tips shared).

Event description:
It was reported that user "feels like it backs up" at night, which we interpreted to mean all the urine not being removed as quickly out of the catheter. Customer's daughter answered, reports that this is her phone number and she ordered the system but she does not live with her dad. She states she comes to his home in the evenings, after work. She states she is a nurse and is familiar with the pw system for females, but not males. She states that customer has told her that sometimes at night "it feels like it backs up." She is not completely certain what he means but we interpreted that to be all the urine is not being removed from the catheter. She reports he does wear pj pants but she places the catheter outside of the pants. We discussed the air vents, ensuring that they are not blocked, ensuring that the catheter is lying flat, and that the wicking material remains in contact with the drainage port to prevent the silicone material from being" no additional information provided. No troubleshooting was provided (prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.